Event description:
Information received indicates the head of bed drifts down slowly.

Manufacturer narrative:
The technician isolated the issue to a bad CPR valve seat. He replaced the CPR valve to repair the bed.